Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps was used. According to the complainant, during the procedure, the device would tear tissue, and cause bleeding requiring the use of epinephrine. The physician stated that the jaws were not sharp enough to properly cut the tissue. Additionally, it was reported that the jaws would not stay shut once the bite is taken and continuous pressure is required to hold-on and pull the tissue sample. It could not be reported how the procedure was completed. The patient's condition at the conclusion of the procedure could not be reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.